Event description:
Information received a smiths medical convective warming/level 1 equator blowers caused a second degree burn to patient upper arm and upper body. Photos were provided to reveal the blisters and redness covering the entire upper alarm and shoulder. 9% body surface burn. The temperature was reported at 35.5 c before using and 35.9 c after finding out the burn when she woke up four hours from the beginning of medical procedure of left colectomy. Information revealed patient was receiving wound treatment for burns per hospital procedure daily. No further information at this time.